Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade iii and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and lymphadenopathy.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii", "hypoechoic lymphadenopathies with echogenic hilum in both axillae, the largest in the left axilla measuring 10 mm", "it causes too much fear, including all the news that appears on social networks". The device has been explanted.